Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-oct-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting stimulation in their rib area and less in their legs. The healthcare professional (hcp) decided the leads should be pulled down lower. There was no further information as to what factors may have led to the issue. Reprogramming was attempted by reps and they could not get stimulation in the patient's legs. An impedance check was performed as well, and all electrodes were within range. A revision surgery of the lead placement occurred on (B)(6) 2018; the hcp retracted both leads down one vertebral body (topt9) so the stimulation would capture the patient's back. The rep said that the patient will be reprogrammed at a post-op appointment but the date was currently unknown. It was noted that it was unknown if the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was working with corporate to acquire a new programmer. Rep reported they could not turn on stim until patient got new programmer. Additional information received on 9/25. It was reported the patient received new programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it had been a month since they had a ¿correction of the leads¿ surgery for their device. The patient stated that the leads were in the wrong spot for eight months and after another surgery, almost 30 days later, they still did not have a remote to turn the system on to be relieved of pain. The patient mentioned that they've had enough pain and surgeries of having their back cut open and having stuff put in that didn't work or that they could use to relieve their pain. It was noted that the patient wanted to get the device out of their body and to get out of pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since the beginning of having the device, the patient still was experiencing pain. The patient would like to get in touch with a manufacturer representative (rep) since he moved. The patient said they had already tried all groups and programs and nothing seemed to be helping. The patient said he was working with a rep prior to moving, but there was no resolution. The patient said that right from the start the hcp implanted the leads too low. The patient said that he had to have them revised 8 months after having the device implanted. The patient does not have adaptive stim programmed yet. The patient said the pain was manageable, but after he moved the pain has been progressively been growing. The patient said he has been getting shots and muscle relaxers to help ease the pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were unable to use the programmer. The patient expressed concern that the programmer received is similar to the one received during the trial period, however different than the device received with permanent implant. The patient also reported that they have had an infection in their body since obtaining the implant due to the incision not closing properly. The patient was told by a manufacturer representative that the implant battery was dead. It was noted that the patient wanted the implant removed. No further complications were reported or anticipated.